Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-00131. Device 3 of 3. Reference MFR. Report# 3006705815-2019-00052. It was reported the ipg and leads are causing the patient discomfort. The leads appear superficial. Devices being reported are being used for off-label use. As a result, surgical intervention may be undertaken to address the issue. No additional information at this time.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-00131. Device 3 of 3 .reference MFR. Report# 3006705815-2019-00052.

Event description:
Device 2 of 3 reference MFR. Report# 1627487-2019-00131, 3006705815-2019-00052. Additional information received the patient had the leads and ipg repositioned on (B)(6) 2019. Surgical intervention resolved the patient's issue.